Event description:
The customer reported that the system was intermittently displaying communication error messages during boot up. This error message will likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A new lemo plug was ordered and installed by the customer. The service representative verified that the system was then operating as intended.